Event description:
During an oncological surgery on an alphamaxx or table, after the lateral tilt function was activated, a pt fell down from the table onto the hosp floor together with the pad. No injury or adverse effects to the pt were reported to maquet. (B)(4).